Manufacturer narrative:
Block h6: imdrf device code a0414 captures the reportable investigation result of balloon torn longitudinal. Block h11: investigation results. The returned cre rx dilatation balloon was analyzed, and it was found the balloon was longitudinally torn. No other problems with the device were noted. The results of the analysis performed on the returned device found it was longitudinally torn. It is possible that the longitudinal tear found on the balloon occurred due to factors encountered during the procedure or due to excess pressure. Also, it is possible that interaction with a sharp surface during or previous to the procedure could have caused the balloon tear. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre rx dilatation balloon was attempted to be used in the papilla during an endoscopic papilla dissection procedure to treat common bile duct stone performed on (B)(6) 2025. During the procedure, when attempting to dilate the papilla with the device, there was a leak from the balloon. A pinhole-like hole was observed. The procedure was completed with another cre rx dilatation balloon. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of a balloon longitudinal tear. Please see block h11 for full investigation details.